Event description:
The customer reported that the system experienced a lock up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The error logs were reviewed and a possible root cause was indicated in the high voltage system. The system was tested and found to be working as intended and put back into service.